Event description:
The patient came in due to signs of an infection after about 1 month from the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully

Manufacturer narrative:
Batch review performed on 04-apr-2022; lot 2010621: (B)(4). Expiration date: 2026-01-27. No anomalies found related to the problem. (B)(4).